Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device had a bubbled downstream occlusion (dso) seal. The device has not been serviced within the review period. The event history log did not have any applicable evidence for review. Functional testing was able to duplicate the customer's reported issue. The investigation identified the cause is damaged latch lock flex. The latch lock flex was replaced to correct reported problem.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.